Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient suffers from severe pain and elevated levels of metal ions.  Update: 10/2/2014 sales rep reported revision surgery. Patient was revised to address pain and metallosis. The information received does not change the MDR decision.  Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges wear/metallosis confirmed in medical records. Added dob, associated contact, firm, lawyer, patient harms and stem. Doi: (B)(6) 2009; dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).